Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient (pt) was showing symptoms of csf leakage, so their healthcare provider (hcp) decided to explore their pump. The spinal segment was accessed, and the hcp did not see any csf leakage. The pump pocket was opened, and there was fluid around the pump. This fluid was sent to the lab. The hcp also aspirated and sent csf for labs. The labs came back with white blood cells, so the hcp decided to explant the device. The hcp was awaiting more information regarding the gray biofilm on the pump. Infectious diseases was wondering if it was a bacterial infection, but the pt had some antibiotics, and the bacteria was "somewhat of an anaerobe." Therefore, it was possible that they were unable to get cultures properly. There were no known factors that may have led to or contributed to the issue. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.